Manufacturer narrative:
Pump was received with a missing battery cap contact. The pump passed the active current test, sleep current test, self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No rewind anomaly or unexpected insulin flow blocked alarms noted. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 24-apr-2024 in pump downloaded history. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test or low battery alert noted. However, confirmed the pump alarmed low battery alert on 04/10/2024 04:52:00.000 in the history files. These alerts are expected and occur during normal pump operation. No failed battery test listed in the pump history download. No moisture damage noted to the electronic assemblies or motor assemblies per visual inspection. The motor was tested outside of device and passed. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, battery cap contact missing, cracked keypad overlay, stained keypad overlay, and cracked case (battery tube). Pump passed functional testing. No low battery alerts, failed battery test, slow rewind, or unexpected insulin flow blocked alarms noted. Cosmetic damage was confirmed at battery cap contact during analysis. No damage belt clip rails noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, failed batt test, rewind anomaly, no delivery/occlusion alarm, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880, acc-1601. Troubleshooting was not performed, customer reported a short battery life or a low battery alarm. Customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for acc-1601.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.